Event description:
It was reported the subject device had very blurred image and not very visible. The issue was found during sedation a diagnostic gastroscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h3, h4, h6, h11. Corrected fields: b3, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.